Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding high blood glucose event and feels it was insulin pump related due to retainer ring recall from the attorney of the family. The information received on september 29, 2020. The customer stated that they stopped using the insulin pump in (B)(6) 2019. The insulin pump will not be returned for analysis.